Event description:
It was reported, the catheter detached from the main part of the pump. Additional surgery was required for the hcp to reattach the catheter. No symptoms or outcome were reported. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.